Event description:
A new version of the skull clamp was puchased in september 1992. This device supports the skull clamp pins that immobilize the skull during neuro surgery. This device is connected to a adjustable basic unit, which is then attached to the skull clamp adapter that allows it to be secured to the operating table in the o.r.the skull clamp was secured and locked to the patient's head by the physician. A routine adjustment to the head position was performed before surgery by using the adjustable basic unit. At that time the skull clamp slipped and caused a two inch laceration to the stitches so, this device and all like it were removed from service. This device cannot be trusted by the neuro surgeons. Given its track record, they cannot be sure that the device will safely immobilize the head during surgery. It should also be noted that this was not a problem before the updated version of the skull clamp was purcheased.similar incidents with this skull clamp have occurred on 4 other occasions. This particular incident was the first to be brought to my attentiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-sep-92. Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.